Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition.